Manufacturer narrative:
Continuation of d11: product ID 977c165 lot# serial# (B)(6), implanted: (B)(6) 2020, explanted: product type lead product ID 97791 lot# unknown serial# implanted: explanted: product type accessory product ID 97791 lot# unknown serial# implanted: explanted: product type accessory h3: analysis of the lead (s/n: (B)(6) found the lead was returned segmented however electrical testing of the returned segments determined that continuity was complete and there were no electrical shorts between the circuits. H6: fdc 67 pertains to the lead (s/n (B)(6). Fdm 10 and fdr 213 pertain to the lead (s/n: (B)(6) .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6)2020, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 30-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported a strong variable impedance of 40,000 ohms. After a one week trial phase, the device was implanted on (B)(6) 2020. During the procedure, the impedances were green and all was okay. The impedances were also green before with the wireless external neurostimulator (wens). After a few hours the impedance was red and all were over 40,000 ohms. Different measurements and different position changed nothing. The patient went to the x-ray and after 30 minutes and the return from the patient, the impedance were green. The patient laid down the pole 8-15 were red and after another measurement, all impedances were red. On the (B)(6) in the morning, the impedance were still over 40,000 ohms and also another tablet changed nothing. Revision was planned for the (B)(6) 2020 and stimulation was never possible. Factors that may have led or contributed to the issue remain unknown. The issue was not resolved and a surgical intervention was planned. Additional information received reported that during revision surgery, they did an impedance measurement with a wireless external ne urostimulator (wens) with the same result of high impedances as they had over the implantable neurostimulator (ins). So the physician replaced the lead. Intraop, all impedances were in green normal range. One hour after surgery, they had another one with a lot of high impedances. Impedances were checked multiple times without any results. Although they were able to find some settings which produce paresthesia in the pain area. With the replacement of the lead, the issue was resolved temporarily. Now they have to check the situation in the next follow up session with the patient. So far, no date was scheduled.